Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of status (eos) after 1 year of being implanted. The only option would be to replace the icm and returned it for further analysis. The icm remains in service and no adverse patient effects were reported.